Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the complaint information there was the possibility that the reported phenomenon was attributed to the stress of use, external factors, or handling of the device.

Manufacturer narrative:
Since the subject device has been not returned to omsc for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
[Olympus medical systems corp. (Omsc) was informed that the image of the subject device was vertical stripe noisy image during the incoming inspection for the repair at olympus service operation repair center (sorc). There was no patient injury associated with this report.